Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-2366-50 serial#: (B)(4) description: linear 3-6 lead 50cm; model#:sc-3354-25 serial#: (B)(4) description: w4 splitter 2x4-25 cm, model# :sc-3138-55, serial#: (B)(4) description: scs phiii ext 55cm.

Manufacturer narrative:
A review of the manufacturing documentation for the leads, splitter, and extensions revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient's permanent implant procedure was prolonged due to high impedance readings on the leads. The physician wasn't able to resolve the high impedance readings on four contacts and decided to leave everything implanted as is.

Event description:
A report was received that the patient's permanent implant procedure was prolonged due to high impedance readings on the leads. The physician wasn't able to resolve the high impedance readings on four contacts and decided to leave everything implanted as is.